Event description:
The customer observed false positive architect troponin I results generated on an architect i2000 processing module for a 65-year-old healthy female patient when compared to troponin t. The following data was provided: before (B)(6) 2025: alinity troponin = >80 pg/ml at (B)(6). (B)(6) 2025 patient was referred to (B)(6) hospital. Troponin I result = 58.91 pg/ml. (B)(6) 2025 troponin I result = 81.14 pg/ml. (B)(6) 2026 troponin I result = 126.6 pg/ml. (B)(6) 2026 troponin t result = 0.007 ng/ml (reference value </= 0.014 ng/ml), ckmb = 12, ck = 105. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25, that has a similar product distributed in the us, list number 2r98, and a 510k/PMA/bla number k191595.